Event description:
The customer contacted physio-control to report that their device would not recognize a connection through its defibrillation electrodes, during a patient event. The device prompted "connect electrodes" when the analyze button was pressed. Eventually, the defibrillation electrodes were disconnected and after changing to a different device the patient's rhythm could be analyzed. The patient eventually received a defibrillation shock, was stabilized and transported to the hospital.

Manufacturer narrative:
Physio-control reviewed the downloaded electronic records and verified the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not recognize a connection through its defibrillation electrodes, during a patient event. The device prompted "connect electrodes" when the analyze button was pressed. Eventually, the defibrillation electrodes were disconnected and after changing to a different device the patient's rhythm could be analyzed. The patient eventually received a defibrillation shock, was stabilized and transported to the hospital.